Event description:
A customer reported that a catheter included in an ambulatory infusion system expansion pack (used for administration of a local anesthetic agent) broke as it was being removed from the surgery site.